Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device noted that the device was partially deployed. The complete suture was returned intact. The analysis noted that a posterior cuff miss had occurred as evidenced by the posterior cuff being returned loose with the cuff tabs in the pre-deployed condition. The anterior cuff was attached to the needle tip. These findings are consistent with and confirm the reported experience. The needle tip missing the cuff during deployment prevents retrieval of the suture during deployment. During testing, the anterior cuff was removed and the plunger was inserted into the device to test the needle trajectory, depth and mandrel travel and the results were acceptable. The needle trajectory of each device is inspected during manufacturing. The posterior foot was examined and no needle strike marks were detected, indicating the posterior needle was deflected outside of the foot pocket during deployment. A cuff-miss can be influenced by many factors, including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Based on the investigation findings, the reported cuff miss was confirmed as evidenced by the anterior cuff remaining in the foot pocket after needle deployment resulting in the use of an additional closure device. The IFU indicated the patients anatomical condition may have been a contributing factor. The cause of the cuff miss appears to be related to the operational influences during use of the device and not a product quality deficiency. Reportedly, the femoral artery was moderately calcified. It should be noted that the proglide instructions for use (IFU) states: the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. This indicates that anatomical conditions may have been a contributing factor in the event. A review of the lot history record was performed and revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a perclose proglide device after a percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly, a posterior needle to cuff miss occurred. The site was rewired and a second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is in training in the use of the perclose proglide device. Though requested, additional information was not provided.